Event description:
It was reported that the patient experienced a shocking sensation. Follow up information received indicated that the neurostimulator was turned off which resolved the issue. The patient outcome was reported as "fine". If additional information becomes available a follow-up report will be sent.

Manufacturer narrative:
Lead: model 435135, serial# (B)(4), implanted: (B)(6) 2011; explanted: unk. Lead: model 435135, serial# (B)(4), implanted: (B)(6) 2011; explanted: unk.